Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: during investigation, the pump powered up to a blank screen. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was evidence of moisture found on internal components. Unrelated to the original complaint, the battery compartment was observed to be cracked at the battery compartment threads above the bumper pad and below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/moisture) issue. It was noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.